Event description:
It was reported that "it became unable to pace during use. It was functioning properly in the beginning of use." There were no patient complications reported.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe. As received, the catheter body was kinked at just distal of the y-adapter shrink tube and approximately 58 cm from the catheter tip. The catheter body was partially broken at the 58 cm kinked area. A suture was observed from the catheter body approximately 32 cm from the tip and blood was observed at the windings. Continuity testing confirmed a full open condition of the distal and proximal circuits respectively. A cut down of the catheter body was performed. The lead wires were found to be broken off under the kinked/broken area. Examination of the break found that the edges of the leadwires appeared to be cut as the break was clean and matched up evenly. Testing confirmed that the distal and proximal circuits were continuous from the broken wires to the distal/proximal electrodes and from the broken wires to the distal/proximal connector pins. The balloon did not inflate due to leakage from the broken catheter body part at 58 cm from the catheter tip. Balloon inflation test was performed using returned syringe with 1.3 cc air by holding the balloon under water. Visual examination was performed under microscope at magnification 20x and unaided eye. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of pacing difficulty was confirmed. Although product damage was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. Although the root cause of the damage cannot be conclusively determined, handling factors may have contributed to the event. No actions will be taken at this time.